Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving a shock. The episode was reviewed and showed a change in morphology that lead to t-wave oversensing. The shock was deemed inappropriate. The patient was supposed to return to the hospital the following day for a device check with a boston scientific representative but they did not present. It was reported the patient had a history of drug abuse. It was also reported the patient experienced adverse effects due to receiving the inappropriate shock; however, the details about the harm sustained by the patient were not provided. A request was made for the field representative to obtain this information, but no new information was available.